Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure involving the colon, the surgeon stated that the sealing was weak as compared to usual. A very small amount of oozing / bleeding occurred. The physician continued to use the device for the duration of the procedure, although at times he performed additional sealing with the device. There was no harm to the patient.

Manufacturer narrative:
(B)(4). One used device was returned and evaluated. Visual inspection found no defects. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. Further functional testing was performed on porcine kidney tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer's complaint. All seal cycles completed satisfactorily, and no oozing/bleeding occurred. The investigation found the device to function normally and within specifications. Covidien could not confirm the customer's report. A device history review could not be completed because a valid lot number was not provided.